Event description:
It was reported that a stent movement on balloon outside the patient occurred. The target lesion was located in the external iliac artery. A express sd renal/biliary 5.0mmx15mmx90cm stent was selected to treat the lesion. When they took it out in the packaging, it was noticed that the stent was not in between the arrow markers. It was pushed forward. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).